Manufacturer narrative:
Device identifier #: (B)(4). The device was not returned for evaluation. No DHR review was possible as no lot or serial number was provided. The reported complaint was not confirmed. Root cause cannot be determined due to the lack of information received. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3101 mayfield composite series base unit moved and buckled. The skytron adaptor was not secured properly. Additional information received 21feb2020 and 04mar2020 indicated that the malfunction occurred on (B)(6) 2020 for a posterior fossa craniectomy and cervical 1 laminectomy for tumor resection. There was no adverse consequence noted as a result of a surgical delay of 5 to 10 minutes. There was no patient injury reported.